Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this newly implanted pacemaker had a swollen device pocket. The patient is embolic risk and hematoma developed as soon as the anticoagulation therapy was started. Due to the bleeding that would not stop, the patient had another surgery for pocket evacuation to remove the hematoma and bleeding. The device was explanted, and a new device was implanted since the possibility of infection could not be ruled out. Additional information from the field indicated that the patient was not tested for infection. No additional adverse patient effects were reported.